Event description:
It was reported by the physician that the patient had died. Follow up found that the date of death was (B)(6) 2013. It was reported that the aptient was found in the bathroom after an apparent seizure. The patient had incontinence. The family was insistent that the patient had not missed any medication and there was no known cause for a seizure. They do not plan for an autopsy. Good faith attempts have been made; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Date received by manufacturer; corrected date: previously submitted MDR inadvertently provided a wrong date for this field (08/25/2014). The correct date for this field is 09/02/2014. This report is being submitted to correct this date.

Event description:
Additional information was received indicating that the vns patient had passed away from "natural causes¿. The coroner noted bruising on the left eyelid and bruising and swelling of the tongue, which indicates that the patient possibly had a seizure and bit his tongue prior to death. An autopsy was not performed and a blood sample was not ordered. The cause of death was listed as ¿seizure¿. The coroner¿s report noted that the patient had a history of seizures and was implanted with a vns device. It is believed that the patient¿s device was not explanted prior to burial; therefore, no analysis can be performed. With the available information, an internal classification has determined that the death may be possible sudep.